Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 25 mg/dl. Customer had to call the ambulance on friday and he went into shock and he was on the pump. The customer stated that the emergency medical service were able to help them. Customer has now gone back on the pump and he is doing good.